Event description:
It was reported the patient presented to the hospital because the alert sounded from his device. A device check found there was high impedance and thresholds. A lead connection issue was suspected. During revision, it was found that the is-1 connector screw would not open. The lead was pulled out, but the physician could not reconnect the lead to the device. Believing the screw was displaced, the physician attempted to reposition the screw, without success. The ICD and lead were replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be stable following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The device was received with the setscrew stuck and obstructing the device connector bore. The setscrew was noted to be rounded, and the ventricular grommet was missing.